Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-51933.

Event description:
A nurse reported that after a surgical procedure the system shut down. No system message was displayed. There was no patient involvement. Additional information has been requested and received. This is one two reports from this facility.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming central processing unit (cpu) host was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming central processing unit (cpu) host. The manufacturer internal reference number is: (B)(4).